Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: surgical intervention for breast mass, explantation for breast prosthesis deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old white hispanic female patient underwent a primary breast augmentation procedure with an unspecified mentor textured saline breast prosthesis that deflated post implantation. Additionally, a mammogram showed a mass on the patient¿s right breast. As a result, the patient underwent a surgical intervention to remove the mass. The mass turned out to be scar tissue. The patient later underwent bilateral explantation and replacement with mentor memorygel breast implant 550cc gel breast prostheses on (B)(6) 2006.